Event description:
The customer reported that the heartstart xl + could not deliver therapy. There was no negative pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.